Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The reported batch number for this complaint was 20796311, but the batch number on the returned device was 20866104. The balloon was loosely folded with fluid in the balloon and inflation lumen. The hub, hypotube, inner/outer shaft, balloon, markerbands and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, and a pinhole in the balloon material located 2mm proximal to the distal markerband. The hypotube of the device was intact. Functional testing of the device was done by attaching an inflation device, filled with water, to the hub of the returned device at applying positive pressure. When pressure was applied, water was found to be streaming out from the balloon material. Inspection of the remainder of the device presented no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break and balloon rupture occurred. The 95% stenosed, 7mm in length target lesion was located in the moderately tortuous, moderately calcified and 2.75mm in diameter left anterior descending (lad) artery. A 2.75mmx8mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, upon the first inflation at 10 atmospheres, the balloon ruptured. It was also noted that the shaft fractured at about 70cm from the handle. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break and balloon rupture occurred. The 95% stenosed, 7mm in length target lesion was located in the moderately tortuous, moderately calcified and 2.75mm in diameter left anterior descending (lad) artery. A 2.75mmx8mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, upon the first inflation at 10 atmospheres, the balloon ruptured. It was also noted that the shaft fractured at about 70cm from the handle. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.